Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided, as device remains implanted and inserter was discarded; visual and dimensional evaluations could not be performed. Medical records were not provided. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Linked to (B)(4). 0001825034-2021-02791. Concomitant products: cm-0322 brdband 2pk:bk/bl+bk lot: 19110102. Cm-9145 quattro link anchor 4.5mm lot: 80138-2. Cm-9129 quattro link anchor 2.9mm lot: 74233-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a lateral ankle stabilization surgery, the anchor broke and was unable to be sutured and was left implanted. Attempts have been made and additional information on the reported event is unavailable at this time.